Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 4.2 were not detected on the bus, with no lights on the controller or pyxibus module. A field service engineer (fse), after troubleshooting, identified shorted test points on the 4.1 drawer controller. Replaced the drawer controller and pyxibus module controller, then reconfigured and recovered storage space. Verified functionality by testing in diagnostic mode and performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer were not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.